Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was opened during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6), 2012. According to the complainant, the labeling of the individual unit did not match that of the outer box: the individual unit was a leveen standard electrode; however, the outer box was labeled leveen coaccess electrode. The outer box was already open prior to this event. It was reported that the electrodes had been obtained from another department; therefore, the devices may have been switched out in error, but this could not be confirmed. The procedure was completed with a leveen coaccess electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was discarded and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.